Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm 1 during basal delivery. The customer's blood glucose was 271 mg/dl. Reportedly, the customer was successfully able to load a new cartridge and resume insulin delivery.